Event description:
The manufacturer received information alleging ventilator inoperative condition occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.